Event description:
It was reported that two days after implant, loss of pacing was noted. An x-ray indicated migration of the lead, and a perforation was clearly seen in the right ventricular free wall. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.